Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band, inflator and packaging label were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. There is 1ml of air left in the band. No damage or deformities were noted on the band or inflator. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the inflation balloon to check valve seal (see attached photos). The sample failed leak testing. The sample was placed under a microscope to look at the location of the leak. Upon microscopic inspection, there is a gap in the seal between the inflation balloon and check valve. The complaint can be confirmed for air leakage issues. The cause is a gap on the inflation balloon to check valve seal. The operations quality engineer was notified about this issue and a nonconformance report (nc) was initiated. The nonconformance report will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead rn. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band would not hold air from the beginning of the application. The tr band was removed in the cath lab and another was placed. The procedure type was a coronary angiogram. The estimated blood loss was less then 250cc. Additional information was received on 10oct2024: the tr band was inflated, however it never held air. There was nothing visually wrong with the tr band after the issue, so they doubt there was anything when it came out of the package. They were able to hold pressure and put a new tr band on. The patient was not harmed.